Event description:
Baxter meridian device was being disinfected when technician noticed the disinfectant was not drawn into the device and device did not provide the expected "no chem flow" alarm. Technician reported no patients were symptomatic during this time and there was no patient injury as a result of this event.